Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt oral hygiene, or pt behavior.

Event description:
The product was returned as an implant failure because of failure to osseointegrate and infection. Based on this report, the pt had moderate oral hygiene and moderate bone condition. Traditional 2 stage surgery was done. Fixture was being placed in tooth location #28. Puros was used as a bone graft material at the site. The pt has a medical history of cardiac disease. The implant was removed because of infection and bone condition. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered with no complications.